Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign objects found in the nozzle and the air/water cylinder, other evaluation findings are as follows: the connecting tube had a buckling; the adhesive around the light guide lens, the bending section cover, and the objective lens had white clouded areas; the adhesive around the light guide and the objective lens were peeled; the bending angle in the up direction and the play of the upward/downward knob were not within standard values due to wear of the angle wire; the water removal ability did not meet the standard value due to clogging of the nozzle; the bending section cover was cracked and chipped; the connecting tube was discolored; switch#4 was worn; the suction connector was deformed; and there were scratches on the plastic distal end, switch#1, the bending section cover, the connecting tube, the protector of the universal cord on the suction connector side, and switch#1. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. It is also unclear if there was any delay in the start of the precleaning, however, there were no abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in detergent solution and flushed the air/water nozzle channel with the detergent solution. The customer also wiped/brushed all external surfaces of the endoscope with clean lint-free cloths, brushes, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had weak water supply. There was no report of patient harm. The device was returned, evaluated, and foreign objects were found clogging the nozzle and the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.